Manufacturer narrative:
One fast-cath introducer was returned to the manufacturer for analysis. A leak was noted at the hemostasis valve during functional testing. The cap was removed from the hemostasis hub and the hemostasis seal was microscopically inspected. Tearing, resulting in a hole, was noted in the distal face of the seal. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The cause of the torn seal and subsequent leak is consistent with damage during use.

Event description:
During the procedure, the catheter was inserted into the introducer and the hemostasis valve began to leak. The procedure was completed with another introducer with no patient consequences.

Event description:
During the procedure, the catheter was inserted into the introducer and the hemostasis valve began to leak.